Event description:
It was reported that the pump administered a large bolus of 19 units instead of the expected 3 units. There was no reported adverse impact on the customer's blood glucose level. The parents of the affected individual contacted a diabetologist for guidance, resulting in a review and update of the pump settings, which identified that the correction factor was incorrectly entered into the pump. To resolve the issue, the correction factor was adjusted from the incorrect value of 7 mg/dl to the prescribed 100 mg/dl value for the period between midnight and 9 a.m. No additional information was provided.